Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, after peeling, when branching, I found a piece of glittering light on the top of svg. It is pointed out that some part of the device has been removed. Unfortunately, the fragments cannot be recovered.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, after peeling, when branching, I found a piece of glittering light on the top of svg. It is pointed out that some part of the device has been removed. Unfortunately, the fragments cannot be recovered.

Manufacturer narrative:
Trackwise ID # (B)(4). Device was returned for evaluation. A follow up report will be submitted when the investigation is completed.

Manufacturer narrative:
Internal complaint number: (B)(4). Specific actions for the reported and analyzed failure mode is being maintained and documented under maquet's failure investigation report (fir) system. The hp2 device was returned with the cannula to the factory for evaluation on 21nov2019. An investigation was conducted on 16dec2019. There were signs of clinical use on the jaws. Blood and charred tissue was observed on the heater wire. The heater wire was observed to be completely flexed away from the hot jaw, remaining attached at the base. The silicone insulation on the both jaws were observed to be intact. No visual defects were observed. Based on the returned condition of the device, the reported failure "peeled jaw" was not confirmed and the analyzed failure "material twisted/ bent wire" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, after peeling, when branching, I found a piece of glittering light on the top of svg. It is pointed out that some part of the device has been removed. Unfortunately, the fragments cannot be recovered.